Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material #309657. Lot #0290031. Verbatim: rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025. Site name/location: (B)(4). Level of harm: mild temporary harm. Ahs optional report to (B)(4) (health canada): incident details: writer securely attached sol-care needle tip (sn (B)(6)) to syringe and primed to correct dose. Client present and witnessed and verified dose. While self-injecting medication im, medication began leaking out of needle tip, pooling in luer lock. Small amount of medication (estimated 5 mg) wasted. New needle tip applied, and client self administered remainder of dose with no further issues. Device information: device name/description: syringe luer lock tip 3ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: (B)(6). Device expiry date: 2025-10-31. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No.